Event description:
It was reported that the vacuum pump on the unit has stopped. Requested to have system evaluated for failure. No patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.